Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type catheter. Product ID, 8598a lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter revision was scheduled to be done on (B)(6) 2012. No further information was reported. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.